Event description:
See intial report.

Manufacturer narrative:
As per service confirmation: the error could not be confirmed, device was tested for 12 hours and not issue was reproduced. Unit returned to customer. Considering the result of service activity, an hardware malfunction of the unit can be ruled out. It cannot be excluded that the reported event was caused by an improper hospital gas supply or a missed gas blender warm-up phase. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova received report that a s5 gas blender system gave an error code associated to a discrepancy between the actual and set gas flow values during priming.the unit was replaced with another one and the surgery was completed without any patient impact.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in pisa, italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: the involved gas blender was manufactured in 2021 and according to the analysis of the complaints database no further events related to this unit have been reported in the past. No repair activity has been scheduled yet for this device. However, based on investigation results of previous similar cases, the reported issue can be due to: improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed); a missed gas blender warm-up phase (user error); defective gas blender's component (gas mass flow controllers and relative flow sensor). If repair activity will be performed on this device or any additional information is received, a follow up report will be submitted.

Event description:
See initial report.